Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: a review of the pump¿s black box revealed no evidence of pump reboots. The battery compartment was found to be cracked. The battery compartment and returned battery cap threads were found to be stripped. The battery cap was unable to fit and maintain an electrical connection. The reboot was duplicated. The battery cap got stuck and spun around when removed. A test battery cap was used and was able to fit and maintain an electrical connection. The ez-prime steps were performed correctly with no further power interruptions. The pump¿s cover was removed and there was no intermittent condition found to the power circuit or to the continuous glucose monitor.